Event description:
Coronary angiography, left ventriculography with partially successful percutaneous transluminal coronary angioplasty of the proximal right coronary artery. After multiple attempts to localize the stent in the coronary, the decision was made to abort the procedure secondary to high doses of contrast dye. Upon the physician's attempt to withdraw the balloon, the device had hung-up and so the entire apparatus was removed but the stent was no longer on the balloon upon withdrawal. The stent was then indentified in the right lower extremity without further issue.